Manufacturer narrative:
On (B)(6) 2015 it was communicated that the cause of infection was staphylococcal epidermis "diphthrodoids". On 09 oct 15 it was prepared a final report with the information already submitted in the initial report and here above. On the same day the report was sent to the initial reporter and the case was closed. Not available.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on july 31, 2015: lot 150124: (B)(4) liners manufactured and released on april 14, 2015. No anomalies found related to the problem. To date, (B)(4) liners of the lot have been already sold without any similar reported issue. Lot 148053: (B)(4) heads manufactured and released on april 17, 2014. No anomalies found related to the problem. To date, (B)(4) heads of the lot have been already sold without any similar reported issue. On july 22, 2015: it was verified that this is the first event on the lots involved in the complaint. No other events are registered on the same sterilization lots of the pieces involved.